Event description:
It was reported that the pump and catheter replacement procedure was very difficult due to old scarring and difficulty of the patient¿s obesity and thoracic spine. In terms of complications, none were noted with the procedure. Notes were provided from the procedure. After determining that the catheter was nonfunctional (refer to manufacturer report # 6000030-2014-00153 for the nonfunctional catheter information), the patient was placed on her side and the incision in the abdomen was closed. The surgeon then made an attempt to enter the thecal sac however the needle could not be placed into the thecal sac because of the patient¿s severely arthritic spine and the large-bore needle needed to enter the catheter couldn¿t be advanced. At that point, the surgeon deiced to close the small opening in the patient¿s spine and the patient was repositioned in a prone manner. It was noted all previous attempts had been done under fluoroscopic guidance also. The patient was positioned prone and the incision was deepened to and through the fascia to the lamina, and the lamina was opened. The needle was placed through the intralaminar space into the thecal sac. Free flow of cerebrospinal fluid (csf) was obtained, and the intrathecal catheter was advanced up to the t10 level, and the styled was removed. Good flow of csf was obtained. After placement of the new catheter, the patient¿s previous pump was then removed (refer to manufacturer report # 6000030-2014-00153 for the reason for pump removal). It was lastly noted the patient tolerated the procedure well and was sent to the recovery room in stable condition. Additional information has been requested including drug information and how the patient was now doing and but was not available as of the date of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).